Event description:
Customer reported a negative results for white blood cells on the instrument but the microscopic and visual results were positive. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant blood results is unk.